Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited low out of range pacing impedance. The rv lead was replaced and the procedure continued with the new lead on (B)(6) 2025. No patient consequences were reported.

Manufacturer narrative:
The reported event of low pacing impedance was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.